Event description:
On (B)(6) 2011, it was reported that, after a 4 level anterior cervical discectomy and fusion (acdf) case in (B)(6), follow-up x-rays indicate that a screw may have passed through the plate. At the time of the follow-up visit, the pt did not report any negative effects from the index surgery. On (B)(6) 2011, the plate was explanted, and a plate from another manufacturer was implanted. No further issues have been reported.

Manufacturer narrative:
Inspection of the x-ray indicated that the screw that appeared to have been involved in the pass-through was inserted at an angle of approx 30 degrees. The surgical procedure indicates that the screws should not be inserted at an angle of greater than 15 degrees. This screw was no longer connected to the plate, but the plate was held in place with 9 other screws implanted according to the technique. Posterior instrumentation was also present. The screw that was not connected to the plate was in no danger of causing damage or impairment. At the discretion of the surgeon, the plate was explanted and replaced with a plate from another brand. Bench testing is currently underway in an attempt to replicate the reported issue.